Event description:
Pt implanted with a small mandible plate and screws in 2000. Due to bone resorption, the mandible receded from the plate. Pt returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a matrixmandible plate with 9 screws. This is the 7th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.